Manufacturer narrative:
Additional information: suspected lot r18e19116 was manufactured on may 21, 2018. Suspected lot r18g28121 was manufactured between july 30, 2018 and july 31, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot numbers associated with this event: r18e19116 and r18g28121. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) paclitaxel sets leaked during patient infusion. In all three incidents, the leak was observed ¿around the in-line filter part of the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.